Event description:
Rptr had surgery in 89 and woke up with pedicle screws & plates, had severe pain & problems in rt leg, hip pain, weakness, bladder problems bowel problems, pain with any activity, can't do house work and now can't hold a job due to pain. Rptr has had 4 back surgeries since pedicle screw & plates, weak legs, can't bend, bleary vision, and light headedness. Receiving physical therapy.